Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of a total hip on (B)(6) 2018 due to the poly wearing through. The poly was worn all the way through and into the cup so the surgeon decided to remove the cup and replace with a competitive product. The surgeon then implanted a new large taper femoral head. All of this was done without incident or issue. The surgeon was satisfied with the stability and leg length. Doi: 28-30 years; dor: (B)(6) 2018; unknown affected side.